Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances. The health care professional (hcp) suspected the cause of the high out of range pacing impedances was possibly due to lead fracture. At this time, the ra lead remains in service. No adverse patient effects were reported.